Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. Approximately 40 cm distal to the is4 connector pin the lead body was found squeezed and damaged. At this location the conductor coil leading to the proximal ring electrode and one conductor coil leading to the lead tip were found fractured. This damage is assumed to be the root cause of the clinical observation. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. During the visual inspection the insulation was found damaged and cut at several locations which most likely resulted from surgical tools applied during the explantation procedure procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to lv pace impedance >3000 ohms, with highly variable impedances with repeated measurements, in configurations including lv4. When explanted, stylet could not be advanced through connector pin. No adverse patient events were reported. Should additional information become available, this file will be updated.

Event description:
This lead was explanted and replaced due to lv pace impedance >3000 ohms, with highly variable impedances with repeated measurements, in configurations including lv4. When explanted, stylet could not be advanced through connector pin. No adverse patient events were reported. Should additional information become available, this file will be updated.